Manufacturer narrative:
Additional information in d9, h3, h6. Correction: h8. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; there was no visible damage found. Functional testing was performed and specifications were met. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse experienced an electric shock on a homechoice automated pd system. This occurred during use of the device for automated peritoneal dialysis therapy. This occurred at the beginning of therapy while starting the machine. This was further described as "an electric discharge sensation, in the hand¿. There was no patient injury or medical intervention associated with this event. No additional information is available.